Event description:
A 30mm amplatzer cardiac plug (acp) was selected for implant in the patient's 26mm left atrial appendage (laa). The laa was difficult to reach using the guide sheath and the acp had to be repositioned three times until contrast confirmed correct positioning. Difficulties were encountered and instead of releasing the cable, a twisted loop occurred 10cm from the acp device. Additional manipulation resulted in the cable detaching 10cm from the acp connection leaving the wire protruding into the left atrium. Additional attempts using a biotome forceps and a snare were made to retrieve the device but they were aborted. When the 13f amplatzer torqvue 45 delivery system sheath was manipulated, air was introduced into the patient which resulted in the patient becoming unstable. The patient was intubated and transported to a nearby hospital where the acp was snared and removed.

Manufacturer narrative:
The results of this investigation are inconclusive because the product was not returned for analysis; however, review of the device history record confirmed the product met manufacturing requirements prior to shipment. The cause of the reported event remains unknown.